Manufacturer narrative:
Preliminary device evaluation: medtronic led an evaluation of the field service notes and provided images for the reported arm cart assembly (aca). Review of the field service notes indicates that the communication cable and hybrid cable of the aca were reconnected to resolve the issue. Review of the provided images notes they both show error messages on the operating rom team interface (orti) of the tower. The first image shows the message "arm 3 : warning : arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support" which is shown twice. The second image show the messages "arm 3 : danger : arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm" and "arm 3 : warning : non-recoverable arm error. Follow other arm-specific notifications, or remove arm from use and unplug arm to continue". Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, postoperatively, the arm experienced a communication failure that triggered an error message. The issue was re solved after reconnecting the internal communication cables at the arm cart and reconnecting the hybrid cable, followed by multiple tests. There was no patient involvement.